Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during manual cleaning after the procedure, the user facility found a clip clogged inside the channel of the subject device. No clip was used during the last procedure. However, the user facility was using the clip with the subject device in the procedure of the previous day.there was no patient harm reported.